Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and confirmed that the touchscreen was unable to be calibrated. The stm replaced the video generator board and completed service repair with full calibration. The iabp passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the bottom touchscreen of the cardiosave intra-aortic balloon pump (iabp) was not responding. The circumstance of the event is unknown; however, there was no patient involvement and no adverse event was reported.